Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the (B)(6), the patient underwent transurethral resection of the prostate and continued bladder irrigation after the operation. On the morning of the (B)(6), the catheter was blocked, drainage was poor, and the urine was bright red. After examination, the doctor found that the foley catheter had slipped and the balloon had ruptured. Analysis showed that the balloon rupture of the catheter could not stop bleeding on the surgical wound and caused bleeding.